Event description:
There was an equipment failure with two laser fibers. The fibers broke when they were being used in the ureteroscopes, while in use on the patient. The fibers that broke in the ureteroscope where removed from the patient.